Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent surgery at 6/7 level. During surgery, the drill bit or cutting bit sheared off and broke near the tip of the bit. No fragment of the implant or instrument remaining in the patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection of the drill bit revealed about 9mm of the tip has been broken off. The surface of the fracture is slightly angled and very rigid. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.